Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit and found that the aspirate probe 1 tubing was tight. The cse replaced the tubing and found that the peristaltic pump was pushing aspirated fluid back down toward the cuvettes. The cse then replaced the peristaltic pump and performed precision testing and ran quality controls, which were acceptable. The cause of the discordant, falsely elevated tni-ultra results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia centaur cp instrument and on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni-ultra results.